Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. As a result of the component analysis of the black material, the protein could be human, protein-related medical agent, or bacteria. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had foreign material exit the forceps channel during brushing. The issue was found during reprocessing the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.